Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that he obtained error 4 messages on his onetouch verio flex meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he started obtaining the error 4 messages in (B)(6) of 2017. The patient manages his diabetes with oral medications of metformin and glipizide. He denied making any changes to his usual diabetes management routine after obtaining the error messages. He reported that an unknown time later, he developed symptoms of ¿shaky and irritable¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps. He confirmed that his test strips had been stored correctly and were within expiry date. The cca walked the patient walked through a retest using blood and he successfully obtained a result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and irritable, after obtaining error 4 messages on the subject meter.